Event description:
During the extension and implantable neurostimulator (ins) implant, there was high impedance readings on some of the unipolar pairs; contacts 0 and 1 were >2000 ohms. All bipolar pairs were >2000 ohms. The testing was done at the default settings; the ins was inside the pocket. It was noted that the lead was implanted 10 days prior to the extension and ins. Additional info has been requested, a follow-up report will be sent if additional info becomes available.